Event description:
Per the surgeon's report, this patient was involved in a car accident in 2006. After the accident, she could no longer hear with her cochlear implant. An x-ray was normal for positioning of the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Cochlear recommended explantation / reimplantation surgery. It has not been reported when or if this will occur.